Event description:
Event description: boston scientific crm rec'd info that the pt implanted with this implantable cardiac resynchronization therapy defibrillator (crt-d), expired for unspecified cause. At the time of the pt's death, there were no allegations against the functionality of the device. Now, two years later, the family of the pt has retained legal counsel and filed a lawsuit.

Manufacturer narrative:
Not returned. Event conclusion: it was suspected that the device was buried with the pt as it has not been returned for analysis. We are in the process of identifying the cause of death, however, as of the date of this report, it is unknown. There is no additional info related to this event. We will continue to investigate the complaint, and if additional info becomes available, the event will be reopened. On 06/17/05, guidant (now boston scientific) issued a physician communication regarding a deterioration in wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in 08/2004. This device was manufactured before 08/2004 and is included in this population. We do not have sufficient info to determine if this device behaved in the manner described in the advisory.